Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 1. There was no known impact to the customer's blood glucose level. The customer was successfully able to load a new cartridge and resume insulin delivery. Reportedly, the customer believed there was an internal crack leaking from the cartridge but was unable to specify where the damage was.